Event description:
The peritoneal dialysis (pd) patient reported fluid was leaking from the door of the cycler during drain 5 of 6 in her treatment. The patient reported she had just been discharged from the hospital the previous day after being treated for peritonitis. Patient reports the sample is being returned for evaluation. The pd nurse was contacted and reported that she was not aware of the leak on (B)(6) 2013. The patient came in to the clinic that day because she needed to use the fax machine. The nurse reported that the patient did not allege any issues with the cycler or mention any leaks while she was at the clinic; the patient's effluent was not tested and prophylactic antibiotics were not prescribed.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.